Event description:
This lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2013 due to low impedance and intermittent noise on rv. Representative suspected of insulation issue on this lead. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).